Event description:
A lethargic patient with alcohol intoxication was admitted to the emergency department. A point of care blood glucose using a surestep flexx (wbg meter) was performed and the result was 39 mg/dl. An amp of dextrose was given as ordered by the physician. Later, the physician indicated the result of 39 mg/dl was likely an inaccurate result as the metabolic profile that was drawn before the fingerstick was performed returned soon after with a blood glucose of 149 mg/dl. Reassessment of the patient's blood sugar with the same surestep flexx machine after administration of an amp of d50 revealed a glucose of 278 mg/dl. Patient was eventually discharged in good condition.follow up: recent quality control levels were performed on (B)(4) 2012 and both high and low levels were within range. Upon review of the actual machine, the test strip slot and screen were well soiled and this could have potentially contributed to erroneous results. Also, it is possibe that an insufficient patient sample on the test strip caused a false low result. It was also noted that the wbg meter test was not repeated until 14 minutes after the initial result of 39 mg/dl. Per the hospital's policy, results of less than 40 mg/dl are to be repeated and reported immediately. Staff were reminded of the importance of maintenance of the wbg meter, drawing a sufficient sample, and to review the wbg meter policy and procedure.